Manufacturer narrative:
The sensor (B)(6) has been returned and investigated. Visual inspection has been performed, and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was seated correctly in the mount. Removed the sensor plug and inspected the plug assembly; no failure mode observed. The sensor was reprogrammed, a sim-vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.

Event description:
The customer received a "replace sensor" message while wearing the adc freestyle libre sensor. The customer further reported he could not receive reading from the sensor due to the error message, and he was unaware that he was "going low". The customer experienced symptoms of confusion and dizziness and was unable to self-treat. The customer received ¿emergency sugar pills¿ from his friend as treatment, and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer received a "replace sensor" message while wearing the adc freestyle libre sensor. The customer further reported he could not receive reading from the sensor due to the error message, and he was unaware that he was "going low". The customer experienced symptoms of confusion and dizziness and was unable to self-treat. The customer received ¿emergency sugar pills¿ from his friend as treatment, and no further information was provided. There was no report of death or permanent injury associated with this event.